Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was discovered the implantable cardioverter defibrillator was in backup vvi and the data was corrupted. The device was successfully restored. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Correction: b5.

Event description:
It was reported the asymptomatic patient presented in clinic. The implantable cardioverter defibrillator was in back-up mode and the clinic was unable to export the device imagine due to a possible telemetry disturbance. The device was ultimately restored. The patient was stable and will continue to be monitored.

Event description:
New information received indicated the implantable cardioverter defibrillator was found in backup vvi mode again on (B)(6) 2021. The device was restored successfully. The patient was stable.